Event description:
It was reported via repair work order that the bed had power but no motor functions due to a damaged cpu board and footboard cable that showed fluid intrusion. It was also reported that the power cord ground pin was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the bed had power but no motor functions.

Event description:
It was reported via repair work order that the bed had no power due to a damaged cpu board with fluid intrusion it was also reported that the power cord ground pin was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.